Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9731203, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that there was hardware failure. The em mode was not available with the message localizer not connected displayed. The cable connection was checked and inspected to be ok. It was noted that the emitter could generate magnetic field but was not able to communicate with the navigation system. The pcb board that communicates with the axiem box might be broken in the emitter and needed to be replaced. A system check was performed and it was noted that no hardware parts had been replaced. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the navigation device could not communicate with the emitter. Although the emitter was connected correctly to the axiem box, the system could not communicate. There was no patient present when this issue was identified.